Event description:
It was reported that high threshold, low sensing, and lead dislodgement were observed. Lead was explanted.

Manufacturer narrative:
No medwatch form was received. Analysis was normal. No anomaly was found.